Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's bg level was "high", although specific value not provided. Customer addressed bg level via correction injection via manual dose injection. It was also reported that the pump touchscreen was malfunctioning. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.